Event description:
Report received that the rotary control knob position and the position indicated on the display screen did not match. The customer reported that after the rate was entered and the control knob was placed to the vtbi (volume to be infused) position, the display indicated set rate. When the control knob was placed on the run position, the display indicated set rate and the device reportedly would not infuse. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.